Event description:
It was reported that high capture threshold was observed on the right atrial (ra) lead. The ra lead was extracted, and a new ra lead was implanted without complications. The patient was asymptomatic before, during, and after the procedure.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any conductor fracture, but internal shorting was noted. Further testing found the inner insulation was damaged in the proximal region consistent with procedural damage. Visual and x-day examination did not find any other anomalies.